Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00530, 00532.

Manufacturer narrative:
Conclusion: product did not contribute to the event. Complaint history reviewed and analysis shows no trends for the item or lot number. Device history record reviewed and indicates the product met specifications when manufactured. The was no indications of a reaction to metal bearings or high wear. Product not returned.

Event description:
Allegedly revised due to pain.